Manufacturer narrative:
The result of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission with an alert for low, out of range impedance on the ra lead. The trend was stable since (B)(6) 2018 with multiple occurrences of low impedance. The patient will continue to be monitored.